Manufacturer narrative:
This pacemaker was kept by the patient and will not be returned back for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that is pacemaker was oversensing the minute ventilation signal which resulted in pacing inhibition with up to 15 seconds of asystole on the right ventricular (rv) channel. Abrupt jumps in pacing impedance measurements were also observed on the rv channel. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.